Manufacturer narrative:
This ICD has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode with accompanying shocks. Upon interrogation, their implantable cardioverter defibrillator (ICD) had exhibited an alert 1004 which is indicative of a short circuit condition being detected during shock delivery. Electrograms also showed multiple shocks with a low out of range shock impedance measurement of less than 20 ohms. The final shock attempts in both available episodes were successful at converting the patient back to sinus rhythm and did not indicate any shock fault. Immediate surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection identified no evidence of an arc mark on the case. Body fluid contamination was observed in the header wire feed through area. Review of device memory found a shorted lead fault (code 1004) was first recorded on (B)(6) 2017. This was -followed by four more code 1004s - two later the same day and two the day afterwards. Further high powered visual inspection noted voids in the medical adhesive (ma) bond between the header and the device case. The bond appeared to be loose and the header was removed easily. After removal of the header for further visual inspection, all of the ma was observed to have stayed on the bottom of the header; none was left on the device case. There was body fluid contamination on the top of the device case, on the ma under the header, and there was electrical overstress damage in the header wire area. The cause of the shorted lead fault was a loose bond between the header and ICD case that allowed body fluids to flow into the header wire area. The body fluids created a resistive path between shock vectors. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.